Event description:
A hospital in (B)(6) reported that the plastic casing on an iw910 mobile infant warmer heater head is broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.